Event description:
It was reported that the balloon ruptured. A 15mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm. The procedure was completed with another of the same device. No patient complications were reported.